Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the frontal and lateral image processing computers failing to boot. Upon further inspection, it was confirmed that the disks were full and the customer deleted some images and rebooted. The lateral ip-pc had issues and frontal ip-pc did not have any issues. Fse replaced lateral ip-pc and hard disks. After replacing the lateral ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device may have lost the patient's image due to both the frontal and lateral image processing computers failing to boot. No harm was reported to philips. Philips has started an investigation of this complaint.